Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the haptic was torn during insertion. The incision was enlarged to remove the lens and sutures were required. The pt had preexisting weak zonules, but the capsule was intact.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that the optic was torn and a piece of a haptic had been torn off and was missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.